Event description:
A malfunction was reported on the pump, and no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer will switch to manual daily injections (mdi) as a backup therapy, and the technical support team decided to send a replacement pump.